Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer attempted to verify whether the anti hcv ii reagent within the alinitys cartridge (list # 04w56-58 and lot # 77075mm00) was properly piercing the cartridge septum after experiencing multiple aspiration errors. During this inspection, the customer inadvertently exposed themselves to several drops of reagent, which contacted their face and a drop entered into the eye. No additional medical treatment was provided to operator other than flushing the eye with water for 15 min. The customer stated that no eye impairment or discomfort occurred, and they were able to resume normal work activities on the same day. The operator was wearing a lab coat and gloves during the activity; however, no protective eye wear was worn. No further impact to patient management or user safety has been reported.